Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface connections were identified as being the problem. No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed a movements deactivated error message and the loss of the remote user interface functionality. There is no report of pt injury.